Event description:
Information received with return of the explanted device notes that atrial threshold measurements were not possible in five different positions. The lead was subsequently replaced. There were no consequences to the patient.